Event description:
It is reported that the pt was revised due to femoral loosening.

Manufacturer narrative:
Eval summary: primary operative notes were provided and were unremarkable. Revision operative notes were provided which note that villonodular synovial hypertrophy was identified and that the femoral component was microscopically loose. No evidence of acute or chronic infection was identified. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.